Manufacturer narrative:
Due to the suspected issue of the product not being returned and the inability to obtain more valid information from the hospital, specific analysis cannot be conducted. In view of the problem of "the patient has hematoma at the compression site after using the compressor", our company has consulted the relevant literature and analyzed it. The literature "nursing care of arterial compressor hemostasis after pci via radial artery" lists the common nursing problems when using the compressor. If a hematoma occurs, as described in 3.1.1, nursing staff should fix the compression pad with one thumb, adjust the elasticity of the elastic band with the other hand, and designate a range to observe whether the hematoma has changed. For limb swelling, monitor changes in arm circumference, and compare the two upper limb arm circumferences. Observe closely within 15 minutes after surgery, then every 30 minutes, and gradually relax until removal after 4 hours. If there is a local hematoma and subcutaneous congestion in the forearm during puncture, different treatment methods can be used according to the severity of the situation as described in 4.3. For mild cases, an additional hemostat can be added above the hemostat to pressurize and extend the compression time of the hemostat appropriately; for more severe cases, the cuff of the blood pressure gauge can be pressurized for 10 minutes, and then the spot swelling area can be bandaged with pressure to prevent serious bleeding. After surgery, local ice packs can be used for cold compress, and close attention should be paid to the peripheral blood supply of the hand, paying attention to the patient's complaints. Our company has conducted strict inspection and control at all stages of the production process. Due to the inability to obtain more effective information from the hospital, we are unable to accurately determine the cause of this adverse event.

Event description:
It was reported that the pt had an angiogram with access on the right arm done the day prior and as a result was bruised on the right arm from fingertips to elbow. He came in the next day for a tavr procedure and was accessed on the right arm again. Cath lab had placed 2 radial pressure bands on the right wrist. Pt developed a hematoma above the bands (mid to upper forearm). Manual pressure was held for a while and then staff placed another radial band more so on the upper forearm. Eventually, that 3rd band was removed and a bp cuff was inflated around the forearm to keep pressure on the hematoma. Additional info from account received on 20apr2023: "it was not a device failure." Associated to MDR 3008002401-2023-00003 and 3008002401-2023-00004.